Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this previously abandoned right atrial (ra) lead was part of a system revision due to infection and pocket erosion. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. This previously abandoned ra lead was now explanted.